Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose nadir of 53 mg/dl after receiving an ozempic dose the prior evening and after exercising, and the user questioned whether ozempic contributed to the low; troubleshooting and education were completed, and there were no device alerts or alarms. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint intake and user education. Investigation of this case revealed no device malfunction or alarm activity and no device-related problem identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.